Event description:
Patient ordered 100 strips from the company. Strips came in 4 boxes: first 2 boxes were alright. Third box gave false positive results which made patient being hospitalized. Fourth bottle was fine.